Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04328. It was reported that both of the patient's leads migrated. Surgical intervention was undertaken to replace both leads and effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.